Event description:
It was reported that the patient had their implantable neurostimulator (ins) removed, and as he was leaving, experienced a shock and fell to his knees. Unable to follow up with the contact information provided, hence no additional information was obtained.

Manufacturer narrative:
(B)(4).